Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not communicate with the monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The cause for the failure was isolated to contamination on the j702 connector on the distribution node (dn) pca, causing the pins to not make proper contact. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt does not communicate with a monitor.